Event description:
It was reported that a home patient changed out the cassette but did not change out the solution bags (use error). This event occurred during fill one while the home patient was connected. The technical service representative assisted the home patient in ending therapy and advised the home patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that a home patient changed out the cassette but did not change out the solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.